Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and high threshold during implant, despite trying numerous locations. The next day, the impedance increased. The health care professional thought there "could be a bit of pinching in one of the poles past the bifurcation on the ventricular lead." The lead was programmed to pace unipolar, and the lead will continue to be monitored. No patient complications have been reported as a result of this event.